Event description:
It was reported that after lens injection into the patient's left eye, the surgeon pulled out inserter and pushed back in causing a kink on the lens haptic. The incision was enlarged to remove the lens and a backup lens of same model and diopter was implanted with no issue. The patient's current status was reported as "stable". Please reference MDR # 1119279-2014-00343 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is on progress. A supplemental report will be submitted upon completion of the investigation.